Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2022-00523. A facility reported a certas valve (ID (B)(4)) was implanted due to sah (subarachnoid hemorrhage) via v-p shunt in (B)(6) 2020 with unknown setting. It was used with codman bactiseal catheter kit (ID (B)(4)). On (B)(6) 2022, shunt imaging was performed. The set pressure was changed to a lower pressure, but no flow could be confirmed distal to the valve. Obstruction was suspected, therefore, the valve and the catheter ((B)(4)) were removed and replaced on (B)(6) 2022. According to reporter, it is unknown if the patient experienced any signs and symptoms.

Manufacturer narrative:
The codman bactiseal catheter kit (ID 823072) was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated no occlusions noted. The catheter was leak tested no leaks noted. No root cause could be determined as the technician could not confirm any problem at the time of investigation with the catheter returned. The possible root cause for the "enlargement of the ventricles" reported by the customer could be due to biological debris and protein buildup interfering with the device. But, at the time of investigation, no occlusion issue was noted.

Event description:
N/a